Event description:
It was reported that the day after implant, the lead was found to have dislodged and was repositioned by the doctor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.